Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-jun-2025, a caregiver reported that the user experienced low blood glucose (bg) while already at the hospital for cardiovascular rehabilitation. The user became unresponsive and was transferred to the emergency department of the facility. Treatment included two intravenous (IV) dextrose 50% pushes (50 ml and 25 ml). The user's bg was reported to have dropped to 39 mg/dl. The event was managed in a clinical setting. The user resumed insulin therapy with the ilet following the incident.